Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures reason for device explant and/or reoperation: capsular contracture (grade: left iii-IV & right IV) if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor memorygel, 750cc silicone breast implant experienced bilateral capsular contracture (grade: left iii-IV & right IV) postoperatively. The issue was diagnosed through physical examination. As a result, patient scheduled for bilateral replacements with unknown mentor saline implants on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient underwent bilateral capsulotomies,, and capsulorrhaphies, and bilateral implant replacements as follow: l/ cat#: 3501660, sn#: (B)(6) , r/ cat#: 3501660, sn#: (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 15, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 750cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).